Manufacturer narrative:
As reported, the ventralight st w/echo ps balloon did not hold the air and failed to inflate. The subject device is not available for evaluation. Based on the information provided and without having the physical sample to evaluate, root cause for the reported inflation issue cannot be determined. No conclusion can be made. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only complaint for the reported lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, after inserting the ventralight st mesh in the patient, when the surgeon tried to inflate the echo ps, the green balloon did not hold any air. It was reported that the surgeon was unable to position or fixate the mesh, then had to remove the mesh and balloon. The surgeon converted to an open procedure and placed a ventrio st mesh. It was reported that after inspecting the green balloon, they noticed a small defect. There was no patient harm.